Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with octaray mapping catheter and there was an irrigation issue and the device used in the patient. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-jan-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with octaray mapping catheter and there was an irrigation issue and the device used in the patient. They were unable to flush the octaray mapping catheter. The catheter was removed from the body during pfa applications and not left on a flush. Multiple attempts were made to flush the catheter without resolution. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. No error on the pump. They tried to flush the catheter before entering the body. Catheter would not flush. They disconnected the catheter from the pump and tried to flush with syringes. Still unable to flush. At this time the catheter was replaced.